Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had the drive support cap was flushed. Performed displacement test and passed. Customer was perform hp test and passed then repeated and failed. Customer does not allege pump was under delivering. Customer's blood glucose value was 135 mg/dl,162 mg/dl and 204 mg/dl. The customer was assisted with troubleshooting. Customer will return device for analysis.